Manufacturer narrative:
Reference: (B)(4). The product has not been returned to orthopediatrics for review. The investigation in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a proximal femoral open reduction and internal fixation surgery, the implanted blade plate fractured at the proximal compression screw hole. The patient underwent a revision procedure. No additional patient consequences were reported.